Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative replaced a fuse. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used outside a procedure. It was reported that the mobile view station (mvs) would not power on. There was no patient involvement.